Event description:
The customer obtained unexpected vitros nbil dt quality control results (qc fluid y2363 = 1.1, 1.3 vs. An expected result = 13.9 mg/dl) when using the vitros dt60 ii chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that unexpected vitros nbil dt quality control results were obtained on a vitros dt60 ii chemistry system. The investigation determined that the cause of this event was a user-induced slide tracking error. Information from section 8.3 of the vitros dt60 ii operator¿s manual (31-july-2010 revision) describing the potential causes of a slide tracking error was reviewed with the customer. Following actions to resolve a slide tracking error, acceptable vitros nbil dt performance was observed. The root cause of this event is user error.